Manufacturer narrative:
It was reported that the walker "tilts to the side and it is no longer rolling," and that the "wheel fell off," with additional reports that the "brakes do not work" and the "weld came off near the front right wheel."

Event description:
It was reported that the walker "tilts to the side and it is no longer rolling," and that the "wheel fell off," with additional reports that the "brakes do not work" and the "weld came off near the front right wheel."